Event description:
Rptr stated that caller from facility reported that unit permitted free flow of solution from source container into final bag when the unit was not pumping. This was the pt involvement. Upon questioning by rptr, caller stated that the users at the facility do not prestretch tubing nor do they turn rotors after installing set onto unit. The users were advised to turn the rotors. The unit was swapped out.